Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable and the patient was experiencing pain at the ipg site. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention took place wherein the ipg was explanted, replaced and relocated to address the issue.